Event description:
Stroke. Consumer was using the abdominal exercise belt for about 10 mins on mode #1 (out of a total of six modes). Consumer gradually increased their time of exercise with the abdominal exercise belt for 2 to 3 hrs for about 2 weeks on mode #6. In 2002, consumer was wearing the abdominal exercise belt for about 6 hrs when began to experience chest pains. Consumer thought that might have been having an asthma attack. Consumer removed the abdominal exercise belt and discontinued use of it. (Consumer has had two known asthma attacks before the incident. Extent and nature of the attacks not given). Consumer used a nebulizer machine to alleviate what they thought was an asthma attack. Consumer stated that the pain did not subside. Two days later, consumer was continually feeling pains in their chest and having trouble breathing. Consumer took two aspirin and decided to call physician the next morning. The next day, consumer woke up in the morning and noticed that their entire left side was numb and was experiencing loss of motor control. Consumer took 1 hr to climb out of the bed. (Same day) consumer contacted their private physician, who suggested consumer visit the local ER immediately. (Same day) consumer visited the ER where they were by an ER physician (name unk). ER physician diagnosed consumer as having a preliminary stroke. Physician administered a blood thinner (what unk) to consumer and consumer began to feel more motor control and feeling about 1 hr later. Physician conducted a cat scan on consumer and placed them on oxygen and ran blood work as well as hooked consumer up to a heart monitor. The next day, ER physician conducted a carotid artery test on consumer to make sure that no arteries were blocked and conducted an MRI. Physician found no clots and all other tests came back positive. The next day consumer was discharged from the hosp. The next day, consumer visited their private physician for a follow up exam and took the abdominal exercise belt to show dr what they had been using the day that they experienced problems, consumer remembers veins that had popped to the surface on their stomach where they had been wearing the abdominal exercise belt. Dr told consumer that he believed that the abdominal exercise belt produced enough intense electric shock that it could have caused a brain spasm or heart attack. Dr prescribed two aspirin a day for consumer to take for rx. The next day consumer visited their gynecologist. Dr told consumer that he would discourage consumers, especially pregnant moms from using the abdominal exercise belt because it could cause blood clots to break loose and pass possibly to the lungs, brain or heart and cause serious problems. Three days later, consumer tried to contact the distributor, but could not get through to speak with a rep. Consumer feels that the abdominal exercise belt poses a risk of intense electric shock that could pose health problems. Warning: "start off ten mins for the first day."